Manufacturer narrative:
A 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/ patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient or reporter by phone. The patient reported that the alleged power issue began a few months prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin (no adjustments); however, it is not known if the patient made any changes to her usual diabetes management routine as a result of the alleged issue. The patient denied developing symptoms, but reported that on an unspecified day in (B)(6) 2010 she was treated with an insulin drip, pain medication, and a sedative during a visit to the emergency room. The patient confirmed her blood glucose was tested with an ER/hospital meter; however, did not know what the result was. The patient informed the cca that she had "hi ketones". At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.